Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version: 3.18e. Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked keypad overlay and missing battery cap contact.

Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.